Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic laparoscopy, on the pancreas, the stapler was not able to fire. The surgeon used another device to complete the case. There was no patient injury.